Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that both motors are making loud popping noises and pulling to the left.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: motor gb tt tdx sr lt 9153652906. Custom power wheelchairs. Motor, brake noise. Brake noise detected during bench test. Motor gb tt tdx sr rt 9153652905. Custom power wheelchairs. Motor, brake noise. Motor, box damage. Brake noise detected during bench test. The connector was also damaged due to box damage. Visual damage to the shipping box. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: motor gb tt tdx sr lt 9153652906. Custom power wheelchairs. Motor, brake noise. Brake noise detected during bench test. Motor gb tt tdx sr rt 9153652905. Custom power wheelchairs. Motor, brake noise. Motor, box damage. Brake noise detected during bench test. The connector was also damaged due to box damage. Visual damage to the shipping box. Dealer is stating that both motors are making loud popping noises and pulling to the left.